Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was removing an lp shunt on (B)(6) 2019, and when trying to remove the peritoneal catheter, it broke off in the patient. It wasn't until (B)(6) 2019, that the general surgeon performed surgery to remove it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no environmental/external/patient factors that may have led or contributed to the issue.

Manufacturer narrative:
Lp catheter (p/n 44410) was not returned. Testing could not be performed due to unavailability of component associated with observed failure in the field. If information is provided in the future, a supplemental report will be issued.